Event description:
Pt underwent a percutaneous transluminal coronary angioplasty with stent placement followed by successful arteriotomy closure with a prostar plus 8 fr pvs device. He was discharged home two days after the procedure and readmitted two days after discharge for a wound infection. The pt was treated with oral antibiotics and discharged home. The pt is diabetic, which would contribute to difficulty in wound healing. Despite repeated efforts, the co has been unable to obtain further info on this event from south africa. The co is submitting this report because a perclose device was used in the procedure. However, there is nothing in the info the co has that leads the co to believe that the perclose device caused or contributed to the event.